Event description:
It was reported order (B)(4) placed for multiple line items. One of the items ordered was p/n 202.878. Upon receipt of the order, the pack labeled p/n 202.878 was opened and the consultant discovered that the pack actually contained p/n 202.876, which was not one of the order items. Consultant had to reorder p/n 202.878 to ship next day to account.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The mfg investigation revealed the screw was returned in an unlabeled bag. According to the consultant, the screw should be a p/n 202.878. The screw was measured through the bag appears to be a p/n 202.876. The consultant reports that the package was labeled 202.878 was open. The original packaging was not returned with the complaint. The package returned is a sealed, unopened, package and is not labeled. The heat seal at the end opposite the perforations was not created by the synthes sealing machine. It is much wider and at an angle to the length of the bag. Therefore, it is concluded the screw that has been placed in this bag is not a 202.878, for three reasons: one reason being the point at which this screw was inserted into the packaging cannot be reliably ascertained. Secondly, the original packaging was not returned. Lastly, no lot number was provided, this complaint is classified as indeterminate from a mfg standpoint.